Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, but not the procedure. Reportedly, the signs and symptoms of the hypersensitivity were noted in the non treated limb by the study investigator. Based on the instructions for use (IFU), the occurrence of hypersensitivity to paclitaxel and/or excipients is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the proximal superficial femoral artery (sfa). Approximately 3 weeks after the index procedure, the patient had a drug hypersensitivity in the non target limb after the index procedure. No additional intervention has been performed at this time. The investigator assessed the event was possibly related to the study device and not related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.